Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted "during the night" and pump shut off; cause of battery depletion was not known. Reportedly, customer was hospitalized for 4 days and was treated with intravenous fluids (nature of fluids was not known); reason for hospitalization was not provided. A blood glucose level was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.